Event description:
It was reported that during a unk procedure, the handpiece did not work. The pt was not adversely affected. The case was completed with another device. Pt info was asked for none was available.

Manufacturer narrative:
(B) (4). (B) (4). Info asked for but unk or not provided during initial contact. Evaluation summary: the hand piece was tested on a generator and found to be functional. However, it no longer meets design specifications for phase margin. The hand piece was disassembled, a torn acoustic isolator was found in the instrument. Due to this condition, it may lead for activation issues to occur. Causes that may contribute phase margin being out of specification are pinched wires during mfg, poor soldering of wires in cable assembly, dropping of instrument, excessive bending and twisting of cable and/or connector, or end of instrument life. The batch history records were reviewed with no anomalies noted during the mfg process.